Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the atrial socket plug did not latch and it was attributed to a piece of patient cable being stuck in the atrial output connector. Analysis also found that the upper and lower cases were broken, the battery release, ring cover and battery drawer were contaminated, the side bail covers were broken, the lead flex cover was corroded and the battery contacts were compressed. All affected parts were replaced. (B)(4).

Event description:
It was reported that the external pulse generator had a defective atrial socket plug latch, that it did not latch. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator had a defective atrial socket plug latch, that it did not latch. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.